Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The meter involved with this complaint has/have been returned on (B)(4) 2012 and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: customer complains meter does not power on but meter turns on from testing, so complaint cannot be confirmed. Also, cracked and line through found on lcd display on the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.